Manufacturer narrative:
A desktop charger is now being system reported due to analysis finding that the desktop charger connector pin was broken. Information suggests that this may have led to therapy cessation. Information references the main component of the system and other applicable components are: product type recharger. Product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin and a frayed cord. All fdm and fdr codes apply to the desktop charger (37761) fdc applies to the desktop charger (37761). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc (B)(4) now applies to the desktop charger (37761). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's desktop charger (dtc) cable was frayed and that the ins recharger (insr) was not taking a charge. A new dtc was sent to the patient. It was also reported that when the patient does have a charged insr they are unable to connect it with the implant to start a charge session. It was noted that the patient's ins was dead and that it had been affecting them negatively ever since. The patient later called back and reported that the patient programmer was able to communicate with the ins. The patient then mentioned that they were able to briefly connect with the insr and start a charging session but that the ins would not charge past the first quartile. A new antenna was sent to the patient. No further complications were reported.